Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) of over 600 mg/dl and ketones. Cause of elevated bg was unknown. The customer was treated with intravenous fluids of saline, insulin and anti-biotics. The customer was released (B)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.